Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through review of the event history log as there are four (4) occurrences of system error 345. The device was found in specification during testing.. Evaluation tested the pump at a rate of 400 ml/hr with a loaded set for 15 minutes and checked the temperature readings. The thermistor sensor upper and lower sensor temperature readings were within specification of 4 degrees, and no cause was found. The ultrasonic sensor was replaced per servicing procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.